Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the instrument. The anatomical (purple) reamer was broken while reaming at a 4 deg posterior gps case. The patient had very arthritic hard bone and the reamer broke. There were no parts/pieces that fell into the surgical site. The representative was present during the case. There was no delay or patient adverse event. The overall patient outcome was noted as good results. There was no patient demographic information provided. No additional information has been provided by the contacts for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Visual evaluation conditions/findings: the fractured blades appear consistent with brittle fracture likely cause by reaming off-axis into ¿very arthritic hard bone.¿ all other aspects of the device appear unremarkable and consistent with years of use design-related issues: the design of the large primary pilot tip reamer has been in the field since 2009. Exactech is aware of 11 similar complaint reports involving primary pilot tip reamers due to fractured blades since 2009. Because the primary pilot tip reamer is used in anatomic total shoulder surgeries, sales data for anatomic glenoid components was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 60 units, which have been in the field since 2017. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this large primary pilot tip reamer, 750-2007-026-rmr-instruments rev l, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. Most likely cause: the broken reamer reported was likely the result of reaming off-axis under high loads into ¿very arthritic hard bone,¿ leading to fracture of the blades. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. No patient adverse event reported, no parts/pieces fell into the surgical site